Event description:
The hcp reported the patient was diagnosed with sepsis of unclear etiology. The infectious disease specialist recommended removal of the pump even though there was no sign of infection around the pump itself. The pump had been infusing morphine sulfate 50mg/ml at 3.5mg/day. The pump was explanted after implant duration of 14 months and not replaced. Future reimplant of a pump is planned. A follow up report will be sent if additional information is received.